Event description:
Per the clinic, the patient was hospitalized (date not reported), due to infection at the incision site. The patient underwent a procedure (date not reported) to drain the site and was administered 'IV' antibiotics (date, type, dosage and duration not reported), without resolution. Subsequently the device was explanted on (B)(6), 2013.

Manufacturer narrative:
This report is filed march 18, 2014.

Manufacturer narrative:
(B)(4).